Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim mz infusion connector in clinical use, respectively, in the use of 1-3 days within the connector rupture leakage, resulting in clinical work inconvenience, chemotherapy drug outflow caused by the dissatisfaction of doctors and patients.

Manufacturer narrative:
E1: initial reporter address- (B)(6). E1: initial reporter facility- (B)(6) center. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: nineteen mz1000 china samples were received for investigation of pr (B)(4); no packaging was received with the samples and each was received with residual fluid present. The customer reported that the samples affected were from lot 21085872 and that they experienced the connection "rupture" after use of 1 to 3 days, leading to the leakage of chemotherapy drug. The samples were subjected to functional testing using a bd plastipak syringe from stock. This testing confirmed the customer's experience in fifteen of the nineteen samples, as leakage was observed from the female luer adaptor of the maxzero component. In each instance, a small crack was noticed in the luer component (appendix 1). No leakage, or damage was observed in the remaining four samples. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 21085872 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz1000 china product in the past 12 months.